Manufacturer narrative:
Result of investigation: the equipment was received in vyaire facility for evaluation. The service technician was unable to verify the reported "alarming swr fault" problem. Found hardware fault 21 conditions in the event trace. The unit passed 51.3 hours of extended testing, passed the initial final test and the initial alarm volume test. The hybrid will be replaced as a precaution.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the revel ventilator keeps on alarming swr fault (software fault). The issue occurred during patient-use. The customer confirmed that there was no patient harm associated with the reported event. At this time, there is no information regarding remedial action taken by the healthcare facility.